Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal heavy menses"), genital haemorrhage ("heavy bleeding") and intestinal obstruction ("intestinal blockage") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal infection ("infection ¿ recurrent vaginal infection (internal infection)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced intestinal obstruction (seriousness criterion medically significant). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("internal infections"), vaginal discharge ("vaginal discharge"), cystitis ("infection(bladder,urinary tract,vaginal)") and urinary tract infection ("infection(bladder,urinary tract,vaginal)"). The patient was treated with doxycycline, ibuprofen, surgery (hysterectomy with bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, menorrhagia, genital haemorrhage, intestinal obstruction, abdominal pain lower, vaginal discharge, procedural pain, vaginal haemorrhage, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, abdominal pain, back pain, infection, weight increased and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, infection, intestinal obstruction, menorrhagia, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion fallopian tubes. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic inflammatory disease . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received- event updated from gastrointestinal or digestive system condition to intestinal blockage and treatment medication were added.event cystitis and urinary tract infection added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("abnormal heavy menses"), abdominal pain lower ("cramping"), back pain ("back pain"), infection ("internal infections"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2016. On (B)(6) 2016, (B)(6) after insertion of essure, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, abdominal pain lower, back pain, infection, vaginal discharge, weight increased and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, infection, menorrhagia, pelvic pain, procedural pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2010: full occlusion fallopian tubes. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal heavy menses") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal infection ("infection ¿ recurrent vaginal infection (internal infection)"). In 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("internal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.)and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, menorrhagia, genital haemorrhage, abdominal pain lower, infection, vaginal discharge, procedural pain, vaginal haemorrhage, dysmenorrhoea, fatigue and gastrointestinal disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, weight increased and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, infection, menorrhagia, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events vaginal bleeding , fatigue, gastrointestinal disorder, vaginal infection , weight gain & pelvic inflammatory disease are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.